Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was put into the body, the physician prepared to implant the smarttouch (st) catheter, but he found that blood had dripped from the entrance of the st catheter so physician did not implant the st, and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small out of the body immediately. A new vizigo was used to complete the procedure without any problem. There was not any impact to patient. Additional information received indicating the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub became detached from the sheath. It is unknown if air entered the patient¿s body. This issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was unknown. Medical intervention was required to stop the bleeding. The medical intervention required will be considered changing the vizigo.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was put into the body, the physician prepared to implant the smarttouch (st) catheter, but he found that blood had dripped from the entrance of the st catheter so physician did not implant the st, and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small out of the body immediately. A new vizigo was used to complete the procedure without any problem. There was not any impact to patient. Device investigation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was not returned with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Resistance was not felt when the dilator was inserted, the resistance reported in the event could be related to the hemostatic valve separation. Additionally, the customer provided pictured or the complaint condition to aid in the investigation. The picture provided by the customer showed the hemostatic valve separated from the hub and it appeared damage. The damage could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record evaluation was performed, and no internal actions were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and silicone ring. The dilator was inserted to verify if the valve was inside the sheath, but it was not found. According to the odp (optimal device performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 19-feb-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).